Manufacturer narrative:
Age at the time of the event: 50s. Device evaluated by MFR: the catheter shaft was checked for damage. There was no noticeable damage. The guidewire was not in the device when returned. A .014 test jetwire was inserted into the guidewire lumen and the wire transcended through the device with no restrictions or hesitations. There was no evidence of any damage or irregularities contributing to the reported guidewire difficulty, which could not be confirmed because the clinical circumstances could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states the compatible guidewires that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the list of compatible guidewire to use with the jetstream device. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. (B)(4).

Event description:
It was reported that the guidewire advanced with the catheter. A 2.1mm jetstream® xc atherectomy catheter was selected for an athrectomy procedure in the mid superficial femoral artery (sfa). During the procedure, when the physician was advancing the catheter, it also pushed the non-bsc filter wire forward. The wire would advance with the jetstream device only while the blades were spinning. When the device was not activated, there was no issue. This event happened while the device was inside the patient while running. The procedure was completed with this device. There were no patient complications reported and the patient's status was reported as fine.